Manufacturer narrative:
The fse went onsite, pull all logs requested so an analysis can be done by the pse. The fse did confirm the device is now functioning as intended. The device was functioning as intended and there is no malfunction on the device. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.

Event description:
The customer reported that the monitor technician silenced some of the alarms multiple times. The clinicians were not aware of this and did not hear the alarms. The patient died.